Event description:
It was reported that the tube of the product pulled apart from the battery unit.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.